Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon catheter was stuck on guide wire occurred. The 99% stenosed target lesion was located in a calcified and moderately tortuous mid right coronary artery (rca). A non-bsc introducer sheath was used to access the vessel followed by a mach1 fr4 guiding catheter and a non-bsc guide wire. A 20 mm x 3.75 mm nc quantum apex balloon catheter was used for dilation. After 1st dilation, the catheter balloon got stuck on a non-bsc guide wire when the physician attempted to remove the device and could not remove the device without withdrawing the whole unit. The procedure was completed with a different device. No patient complication were reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR.: the tip was damaged. There was no other damage to the catheter. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set; the ID was .014" at both ends, which is within specification. The outer diameter of the wire was .0135" (measured with a calibrated laser micrometer), which is consistent with a .014" guidewire. Functional testing was performed by loading the guidewire into the tip and completely advancing through the wire lumen without encountering any resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon catheter was stuck on guide wire occurred. The 99% stenosed target lesion was located in a calcified and moderately tortuous mid right coronary artery (rca). A non-bsc introducer sheath was used to access the vessel followed by a mach1 fr4 guiding catheter and a non-bsc guide wire. A 20mm x 3.75mm nc quantum apex balloon catheter was used for dilation. After 1st dilation, the catheter balloon got stuck on a non-bsc guide wire when the physician attempted to remove the device and could not remove the device without withdrawing the whole unit. The procedure was completed with a different device. No patient complication were reported and patient's condition is good.